Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
Incorrect pt selected by using the barcode reader.